Manufacturer narrative:
It was reported that o2 cell was exhausted. Identification of issue has been done by analyzing problem description and device¿s logs. The review of attached logs revealed appearance of technical error codes, which indicate that ventilation is stopped. Further analysis revealed appearance of technical error code indicating a power error. Based on technician statement, technical errors did not reappear. The device was not connected to the patient at that time. Moreover, the device passed the pre-use check. No parts were replaced to resolve the issue with mentioned technical errors. The root cause to the reported issue has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. Previous manufacture date: 09/18/2005. Corrected manufacture date: 09/21/2005.

Event description:
Manufacturer's ref.#: (B)(4).

Event description:
It was reported that the ventilator generated two technical error codes indicating disabled valves and a communication failure between the monitoring and the breathing subsystems. There was no patient involvement. Manufacturer's ref.#: (B)(4).